Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found.

Event description:
It was reported that there was a patient alert for high impedance and the lead had a low sensing value. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a patient alert for high impedance and the lead had a low sensing value. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the device pocket had a large hematoma and possible infection. The device was explanted and replaced. No further patient complications have been reported as a result of this event.